Event description:
It was reported during the patient's trial procedure the physician was unable to place the lead due to scar tissue in the epidural space. The physician tried troubleshooting to no avail. As a result, the procedure was abandoned. Device information (UDI) is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.